Manufacturer narrative:
The insulin pump received with minor scratches on display window, cracked display window corners, cracked battery tube threads and broken reservoir tube lip.

Event description:
Customer stated that he had high blood glucose of 464 mg/dl because his insulin pump was not working correctly. Customer stated that he dropped his insulin pump 3 or 4 times and it cracked the ring that holds the reservoir and the reservoir compartment. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.